Event description:
Boston scientific received information that this patient stated her device was beeping and she had been feeling short of breath for approximately three weeks. The physician felt the atrial lead had a conductor fracture and a revision procedure was performed to replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.